Event description:
Boston scientific received information that this device and non-bsc right ventricular (rv) lead displayed a shock impedance measurement greater than 125 ohms. Additionally, noise and oversensing resulted in an inappropriate shock. No pacing inhibition was observed and no therapy exhaustion occurred. Increased device system follow up was to occur. To date, no adverse patient effects were reported as a result of this clinical observation. The device system remains in service.

Event description:
Additional information was received that this device was explanted and returned for reliability analysis.

Manufacturer narrative:
(B)(4). Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.